Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels fell low and he went into hypoglycemia. The patient fell and hit his head while at the hospital he had to get stitches with a concussion from the fall. The patient's blood glucose (bg) levels were said to have dropped to 40 mg/dl while wearing the pod. Symptoms reported include hypoglycemia, nausea, concussion and needing 8 stitches. The patient was treated with anti-nausea medication (mother is not sure what the name of the medication is), zofran (40 mg) and ibuprofen/tylenol for pain.